Manufacturer narrative:
Device available for evaluation: yes. Device returned to manufacturer on: 06/15/2017. Device returned to manufacturer: yes. Device evaluation: the lens was returned to the manufacturing site. Product testing was not performed as there was no complaint against the lens. The reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Patient gender is unknown as it was not provided (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a model pcb00 25.5 diopter intraocular lens (iol) intraocular lens (iol) was explanted from a patient¿s operative eye as due to incorrect patient measurements. The surgery center indicated there was no issue with the performance of the iol. There was no incision enlargement, no vitrectomy and no sutures were required. No patient post-op injury. The explanted lens was replaced with a model zct400 15.0 diopter lens.